Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The current blood glucose value was 296 mg/dl. The customer does not experienced the symptoms of high blood glucose. The customer was treated with insulin pump and emergency medical services(ems). Troubleshooting was performed and found that the insulin pump was used within 48 hours. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, faded/peeling end cap address label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see the boluses listed below on the event date 30-may-2023 in the pump history file. 05/30/2021 01:21:59.000 normal bolus delivered. Bolus programming method = preset bolus. Normal bolus amount programmed = 10. Bolusamountdelivered = 10 05/30/2021 05:44:31.000 normal bolus delivered. Bolus programming method = preset bolus. Normal bolus amount programmed = 16. Bolus amount delivered = 16. 05/30/2021 09:14:11.000 normal bolus delivered. Bolus programming method = preset bolus. Normal bolus amount programmed = 8. Bolus amount delivered = 8. 05/30/2021 13:30:13.000 normal bolus delivered. Bolus programming method = preset bolus. Normal bolus amount programmed = 12. Bolus amount delivered = 12. 05/30/2021 23:46:47.000 normal bolus delivered. Bolus programming method = preset bolus. Normal bolus amount programmed = 10. Bolus amount delivered = 10. Please see below for the daily total of all insulin delivered on the event date 30-may-2023 in the pump history file. 05/31/2022 00:00:00.000 daily totals. Daily totalc ollection start time = 05/30/2022 00:00:00.000. Daily total of all insulin delivered = 55.225. Daily total of basal insulin delivered = 41.225. Daily total of bolus insulin delivered = 14. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 30-may-2023 in the pump history file. 05/30/2023 07:07:35.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. 05/30/2023 15:01:52.00 0 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-may-2023 in the pump history file. 05/23/2023 05:13:00.000 alarm alert notification. Fault number = change battery fault (73). 05/23/2023 05:44:00.000 alarm alert notification. Fault number = off no power (11). 05/23/2023 05:52:48.000 battery removed. 05/23/2023 05:52:48.000 alarm alert notification. Fault number = battery removed (84). 05/23/2023 05:53:09.000 battery inserted. Earliest power data available per the power management tool/detail trace file is on 1/6/2024 at 4:30:31 pm. There was no power data available for the date of 05/23/2023. Unable to check power data for off no power (11)/replace battery now alarm and change battery fault (73)/replace battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Off no power (11) unknown. Change battery fault (73) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.